Event description:
It was reported that during a double j stenting treatment procedure, the stent breakage occurred. A percuflex plus ureteral stent had been selected to treat an unspecified stricture. While attempting to introduce the percuflex plus, "coil part of the double j stent was broken". The device did not contact the patient. The procedure was completed with another unspecified percuflex stent. The patient's current condition is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.